Manufacturer narrative:
On 07/23/2024, investigation on the product received was completed. A physical inspection of the returned product confirmed that the product is a non-authentic philips device. This case is now determined to be not reportable. Reportability for initial MFR report number 3026630-2024-00044 submitted on 06/17/2024 can be removed.

Event description:
Device was returned for investigation. Upon visual inspection of the device, it was determined that the returned handle does not conform to genuine philips product specifications. Further consultation with product quality engineering and systems analysis confirmed the device as counterfeit. This case is now determined to be not reportable.

Event description:
The consumer alleged that the travel case and usb charger caught on fire while charging. A potential safety hazard was identified.

Manufacturer narrative:
The event date is approximate. Product was not returned to confirm a malfunction has occurred.